Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following blunt trauma to the patient¿s pectoral area, a kick to the chest, the lead integrity alert sounded due to high defibrillation impedances. It was noted that this was the second time the patient has presented due to being kicked in the same chest location. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.